Manufacturer narrative:
(B)(4).

Event description:
The provider reported that patient was scheduled for an MRI of the lower back. There were no problems reported with device use/ therapy, but the patient was experiencing low back pain. It was later reported that there was a problem with the device/therapy. It was unknown if this was a gradual or sudden change. The scan was for scoliosis and back pain. It was reported that the patient had programmed into surescan mode at home and had not brought the patient programmer to the MRI facility. The patient had a fall, and there was a change in therapy. Since the fall, the device has not been as effective as it used to be. The fall occurred about two months ago ((B)(6) 2015). The patient had met with a manufacturer representative at that time to address the loss of therapy. Some programs were changed and a couple of new programs were added. Indication for use included non-malignant pain, and other chronic/ intractable pain (trunk/limbs). Follow-up was performed to determine diagnostic information, cause, and what steps were taken to resolve the reported event. This event will be updated if additional information is received. 2016-01-27 e1a (rep): the manufacturer representative (rep) noted knowing of the fall, but was never told of any therapy issues. The rep mentioned having met with the patient in the timeframe the patient suggested.

Event description:
The physician reported that an interview and physical exam was performed, and they were awaiting MRI and an x-ray results regarding the low back pain. No actions or interventions were taken yet, a continued work-up with MRI and x-rays. The cause was not determined yet.